Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had been hospitalized for a couple of days. They had a CT angiography scan of their head and neck which was unremarkable. A 2d echocardiogram was performed and was within normal limits. The site was unsure if the event was related to the device/therapy or procedure. No further complications were reported as a result of this event.

Event description:
Additional information received from an hcp of a clinical study indicated the patient had a stroke. The patient's ins was replaced. (B)(6) 2018. (Sdy, hcp): additional information received from an hcp of a clinical study indicated the event was not related to the device/therapy/implant procedure. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the patient had a stroke. The patient's ins was replaced.